Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump battery fully depleted and the device did not appear to charge initially, resulting in a low-battery screen and intermittent vibration-style beeping until the user changed outlets, after which the pump powered on and charging was indicated. The issue is consistent with a premature battery discharge involving the battery component. Symptoms included insufficient information. Outcomes included a missed insulin dose and a delay to therapy, though insulin delivery was later resumed and blood glucose was unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.